Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of a sapien 3 valve. During the follow up visit in the referral hospital, a small shunt between the aortic root (rc-nc part) and the right ventricle was observed during echo. The patient was referred back to the transcatheter aortic valve implantation (tavi) center for further diagnostic imaging however, on fluoroscopy nothing was visible, and on echo it was not well indicated if there is a arteriovenous (av) fistula (slightly above aortic annulus) or not. Therefore, the patient was discharged. After some time, the patient was again hospitalized into the referral hospital with decompensation and right ventricular (rv) overload. CT confirmed that the av fistula was becoming larger and seems more relevant. The patient is currently hospitalized. After consultation with ew medical affairs and the physician, a percutaneous closure of the ao-rv fistula is planned.